Event description:
It was reported that the insulin pump randomly shut off. The customer stated that she put in a new battery, and the insulin pump showed a countdown before shutting back off again. The customer was advised to call back when she had the insulin pump present for troubleshooting. Neither the blood glucose reading nor any occurrence of hospitalization could be verified. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.